Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), revealed tissue growth that partially extended over the inflow cannula and extrinsic outflow graft obstruction under the bend relief. (B)(6) appeared to have been exposed to a fixative agent before being sent to abbott for evaluation. The device was returned assembled with the pump cable severed approximately 14¿ from the pump housing. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief hardware properly engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Of note, the apical cuff used was a mini apical cuff . Inspection of the inflow cannula revealed fixed tissue which partially extended over the proximal edge. The tissue growth appeared well-adhered which and did not appear to have contributed to any flow issues during support. The remaining blood-contacting surfaces of the pump did not reveal any developed depositions or thrombus formations, suggesting that there was appropriate surface washing throughout the pump. The outflow graft revealed a kink along its length. Tissue accumulation was observed under the bend relief which appeared to have filled into the kinked area, suggesting that the deformation had been present during support. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Although no device malposition or flow issues were reported in association with this event, the IFU outlines considerations for pump placement and provides instructions on how to insert and orient the pump in the left ventricle as pump function may be compromised in the presence of inlet obstruction. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: year corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that evaluation of the returned pump revealed tissue growth on the proximal end of the inflow cannula and an extrinsic outflow graft obstruction under the bend relief.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.